Manufacturer narrative:
Problem of lead suture broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the bullet separated from the suture and it was stuck in the capturing device. The procedure was completed with another uphold lite w/ capio slim. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator is broken and there are tool marks on the suture from the break. Additional analysis of the dilator reveals that the dart was not returned. Analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the bullet separated from the suture and it was stuck in the capturing device. The procedure was completed with another uphold lite w/ capio slim. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.